Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. Customer's blood glucose level was 435 mg/dl at time of incident. Customer treated with bolus from insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer treated with insulin. The insulin pump will not be returned for analysis.